Manufacturer narrative:
Reported event: an event regarding thread damage involving a rod for straight cup holder was reported. The event was confirmed. Method & results: -device evaluation and results: examination indicated damage at the end of the threaded region indicative of improper engagement of the threaded rod into the nut. -medical records received and evaluation: not performed there were no medical records provided for review. -device history review: device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the material analysis report concluded that the evidence of improper engagement of the threaded rod into the nut was observed. This resulted in thread damage and seizure of the device. The exact cause of improper engagement could not be determined, but may have included thread damage prior to engagement or cross threading. A review of the event by lisi confirmed that this event is consistent with seizing. Lubrication improves the coefficient of friction between mechanical parts in order to facilitate the sliding between the adm rod and nut preventing wear and seizing. A review of the specific cleaning instruction for the restoration adm noted that thread lubrication is recommended after cleaning. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that during primary left hip surgery, the thread on the handle that connect the cup was stripping off. Another handle was used and surgeon completed the surgery without any delays.